Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. Additional information was requested, and the following was obtained: what is meant by ¿the incision part of the staple line was expanded¿? The detailed information was not provided. What were the indications for surgery? The detailed information was not provided. What surgical procedure was performed? Open low anterior respection of rectum. Did the patient receive any preoperative chemotherapy or radiation?=>the sales rep tried to get the information, but the additional information was not provided. What is the product code of the device that was utilized in the surgery? The detailed information was not provided. What is the lot/batch number? The detailed information was not provided. Were there any issues experienced with the device in the initial surgical procedure? The device was not fired. What healthcare professional fired the device and what is his/her experience with the device? The detailed information was not provided. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The device was not fired. Was the green checkmark visible at the end of the firing? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? The sales rep tried to get the information, but the additional information was not provided. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No, were the donuts inspected? If so, please describe. No. Were there any issues noted with staple formation? If so, please describe the shape and location. The device was not fired. How many days postoperative did the leak occur? No. How was the leak identified? What was observed at the site of the leak upon reoperation? No. How was the leak addressed? No leak. What is the current status of the patient? The patient was stable.

Event description:
It was reported that during an open low anterior resection, the device could not be fired. The surgeon commented that the tissue compression scale backlight was illuminated at first, but it might not be illuminated during the firing. The device was used on colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please clarify if device was able to activate? No, device can not be fired.2. Could you please clarify if the when the device was triggered a motor sound was heard? No. 3. If yes, could you please clarify if the firing speed was affected? 4. Could you please clarify if indicator window turned off during firing? Unknown.5. If yes, could you please clarify if firing was completed? Additional information provided: the procedure was open low anterior resection. It was started from 18th aug, afternoon. The device package was opened in bout 4 o¿clock. The nurse inserted the battery and saw the tissue compression scale backlight was illuminated. The device was inserted from the anus, and the tissue compression scale backlight was still illuminated. The indicator was within the green range. Red safety was released, and attempted to fire, but the device could not be fired. The tissue compression scale backlight was no checked at that time, but it was not illuminated when it was removed from the anus. Th anvil was placed as it was, and the device was replaced, but the incision part of the staple line was expanded, so the hand suture was performed, but since it was deep area, it did not work well. The procedure was changed to hartmann's operation. Colostomy was performed. The patient is stable after the operation. The blood transfusion was not performed. The patient is still hospitalized. It is post-op day 3. So far, the patient is stable. Re operation is not performed. The surgeon¿s comment: it has been a while for using the device. The surgeon wanted know if the issue occurred because of the device or the surgeon¿s usage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿the incision part of the staple line was expanded¿? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the product code of the device that was utilized in the surgery? What is the lot/batch number? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch #336c02. Investigation summary: visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The anvil was also returned with the device. An uncut washer was returned within the anvil, all the staples were present, and the green checkmark was not illuminated when the test battery was inserted. All of these observations indicate the device had not been fired. An attempt was made to fire the device but was unsuccessful. While attempting to fire the device, the backlight would dim when the trigger was pulled. This may occur when a motor is seized and draws a high amount of current. The device was disassembled in order to review the internal components. The main led board was reviewed and appeared to have no damage (see figure 1). A review of the stop switch showed the actuator in the correct position (see figure 2). Both of these observations indicate neither the led board nor the stop switch actuator are responsible for the would not fire scenario. Upon reviewing the motor gear box, corrosion, tissue, and fluid were noticed within the gear box the suspected returned motor was disconnected from the complaint device and a known good motor was connected. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident the motor shaft was manually turned on the returned device motor to unseize the motor. After the motor was manually unseized, the motor was reconnected to the complaint device and the device fired without incident. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the corrosion seen on the motor and the inability of the motor to engage, until manually unseized, the would not fire issue reported was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 336c02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2024. The recommendation was to downgrade the file to a malfunction. Since the stapler did not fire, the leak can¿t be attributed to the stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction.